Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse initiated a vancomycin IV infusion at 2300 to infuse over 2 hours per md order. After 1 hour, the nurse checked the infusion to find that less than half of the vancomycin infusion had infused. The nurse reset the pump to infuse the remaining fluid in the bag to finish over the ordered time period. On further assessment at 0300 the nurse found that the same amount of medication was remaining in the bag. The secondary tubing was discussed with a second rn, in which they removed and reattached the tubing to find that it infused without further complications. Md was made aware and instructed the nurse to hold the remainder of the vancomycin dose and start again at next scheduled time of 4 am. There was no report of patient harm.

Manufacturer narrative:
Non-dehp secondary medication set with duo-vent spike. Baxter UDI# (B)(4); td (B)(6)2017.